Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the customer had high blood glucose and a no delivery alarm. Customer stated he believes the infusion set was not delivering insulin, received several alarms. Customer was treating with a bolus, when insulin pump alarmed. The customer's blood glucose fluctuated between 400mg/dl-600mg/dl in different occasions. The first time customer treated with changing infusion set, the second time he treated with a shot. Assisted customer in performing fixed prime, he stated insulin exited and pump alarmed no delivery. Advised customer to remain disconnected, push insulin slowly through the tubing. Customer reported insulin did not exit. Advised customer the infusion set and reservoir will be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test, and no occlusions were noted.